Manufacturer narrative:
Date if event, implant date: dates estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as this complaint was based on an article review and no device/lot information was provided. Based on the information reviewed a cause for the reported migration (partial clip movement) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Attachment: article titled, "repeat mitraclip therapy for significant recurrent mitral regurgitation in high surgical risk patients¿.

Event description:
This is filed to report partial clip detachment. It was reported through a research article that 21 patients had to undergo a follow up mitraclip procedure within three years of undergoing an initial procedure. It was noted that multiple patient returned with a partially detached clip. Details are listed in the attached article, titled ¿repeat mitraclip therapy for significant recurrent mitral regurgitation in high surgical risk patients.¿ no additional information was provided.